Event description:
A surgeon reports that during intraocular lens (iol) implant surgery, the iol was cracked when inserted into the eye. The incision was enlarged to facilitate removal of the iol. Pt outcome was good.